Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that in (B)(6) 2025, a 6-year-old patient underwent a routine tonsillectomy in which an unknown smith and nephew device was involved. The surgery resulted in severe intraoperative bleeding that led to the patient being kept in the hospital for a couple of days before being discharged home. Six days after being discharged, the patient complained of pain in his throat and suddenly started vomiting blood, collapsed, and became unconscious. The patient was rushed to (B)(6) hospital, in where was declared brain dead, and subsequently disconnected from life support, passing away. The cause and further details are unknown at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation; therefore, no device deficiency could be identified. Insufficient product identification information was provided; as a result, device history, complaint history, risk management, and instructions for use reviews could not be conducted. Based on the limited information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that intra-operative risks exist for any surgical procedure and include hemorrhage. Short-term risks in the post-tonsillectomy period are well-documented and although rare, include but are not limited to fatal complications such as delayed hemorrhage (primary and/or secondary), involving initial scab formation and when the scab dislodges (usually between 5 to 10 days). Dehydration (or lack of fluids by mouth post-operatively) is known to increase the risk of post-tonsillectomy pain; nevertheless, based on the limited information provided a definitive clinical root cause of the reported fatal event cannot be determined; therefore, the need for further actions is not indicated at this time.